Event description:
Customer reported she broke her thumb pushing down the plunger on the multiclix lancet device. She did not remember the details of when her thumb broke, said hospital taped up thumb and that is all the treatment she received. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.